Manufacturer narrative:
FDA medwatch reference number: mw5083293. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported multiple tampons came apart inside her.